Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure using power port MRI isp, 8 fr chronoflex, int wo sp, attach sl. During the procedure, the reservoir was allegedly found difficulty as if something was obstructing the fluid outflow. The procedure was completed by replaced with another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure using power port MRI isp, 8 fr chronoflex, int wo sp, attach sl. During the procedure, the reservoir was allegedly found difficulty as if something was obstructing the fluid outflow. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received and there is no alleged deficiency or malfunction with the product. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.